Event description:
The ge oec 9900 fluoroscopy system while being serviced was being tested, and the collimator continued to close after the collimator button was released.

Manufacturer narrative:
A ge oec service representative investigated the issue and could find no errors in the event log for this anomaly. The nodes were erased and re-loaded as were the calibration files. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The system was being serviced during this malfunction and the system was repaired prior to return to the customer.